Manufacturer narrative:
Results: fowler assembly.

Event description:
It was reported by service report that the fowler assembly had a broken weld exposing sharp edges and it would not hold weight. No pt involvement or adverse consequences are reported.